Manufacturer narrative:
In initial report, the manufacturing date was unknown. The correct date is 12/5/1996. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. (B)(4). The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. It was determined that the issue was user error. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported an unexpected outcome following traditional lasik enhancement post intraocular lens (iol). No patient harm with no loss in best corrected visual acuity bcva. Preop manifest, december 2018 was of -.25 + 3.25 x 20 with desired treatment of -.25 + 3.25 x 20. Post op refraction in july 2019 was of -3.25 + 3.00 x 120 with enhancement treatment of -3.25 +3.00 x 120. Reviewed op reports for original treatment to confirm data input correct suspecting an incorrect axis being programmed as the result showed flipped axis. Customer confirmed all data was inputted correctly. Original keratometry values were of 38.87d 41.25d x 32 with post op keratometry at 42.00d 44.62d x 128. No patients following had unexpected outcome.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.